Event description:
Customer reported: the nurse confirmed the trach was protruding from the flange. There was complete separation from the outer cannula from the flange. The info provided suggest that decannulation and recannulation of a replacement tube was required customer confirmed that there was no add'l harm to the patient.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the mfg site for analysis.